Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that while the surgeon was using the device he puts his hands on the hand and not in the rings. The device catches and cuts through the vessel instead of clipping. Surgeon states that he has been firing this device like this for a long time and has just noticed a change in the device. A second device was pulled to complete the case with no patient consequence. One device to be returned for analysis. There is no additional information at this time.